Manufacturer narrative:
The device was not returned to olympus for evaluation/inspection. Based on the results of the investigation, the broken forceps could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic bladder stone procedure, the forceps broke after the user took three bites of the stone. The tension in the jaw could no longer grasp the stone. The product came out in one piece and no parts were left in the patient. There was a delay less than thirty minutes as user switched to using the laser technique to continue with the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.